Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing a meal, with no pump alarms or infusion set leaks noted and fingerstick confirmation of high glucose; the user believed the meal announcement did not affect insulin delivery and elected to administer a manual injection and later reported no abnormalities upon removal of the infusion set. Symptoms included elevated blood glucose with readings up to 350 mg/dl without acute complications. Outcomes included continued device use with user-directed corrective action and no medical intervention or hospitalization. Investigation included call review, counseling on set change and safe disconnection, follow-up to assess the removed infusion set, and assessment for alerts or delivery interruptions. Investigation of this case revealed no device alarms, no confirmed infusion set issues, and no confirmed interruption to delivery, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.